Event description:
Left breast implant reservoir placed 2/23/1996. Removal of breast implants on 11/10/1998 due to tightness across her chest, chronic pain and discomfort and unacceptable cosmetic result. Saline filled textured implants with a fill of 425 cc. Capsule surrounding the implants.